Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for acute kidney injury. The site also reported that the patient had 1.5 minutes of ventricular tachycardia (vt) on (B)(6) 2026 around 9pm without known associated alarms. Alarms were reported by the patient and hospital staff on the morning on (B)(6) 2026, but none was noted on interrogation, only pulsatility index (pi) events. Log files were submitted for analysis. The event log captured clusters of brief low flow estimates when the pi was elevated on (B)(6) 2026.